Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead measuring 54.8cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.9-10.2cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 0.7-2.2cm from the proximal end of the svc shock coil. The etfe coating was damaged during the surgical procedure at these locations.

Event description:
This report is to advise of an event observed during analysis.